Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was determined to be from a poor connection of the user interface module's coin cell battery as the metal housing for the battery was loose and broke off.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) was not powering up. The customer reported no patient involvement associated with this event.